Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle and breakage suture)? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device batch mpz033, and no non-conformances were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle and breakage suture)? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.

Event description:
It was reported that a patient underwent a laparoscopic tension-free repair of right inguinal hernia on (B)(6) 2021 and suture was used to sew the peritoneum. During the procedure, the absorbable suture suddenly broke and the problem of pull off suture needle happened. A new absorbable suture was used instead to sew the peritoneum and the surgery was completed. There were no adverse patient consequences reported. Additional information has been requested.